Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited battery depletion errors; however, the errors were not representative of actual fast battery depletion and were unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. Engineering analysis found that the code was erroneously set due 25 days earlier to the higher power usage from the magnet detections. Boston scientific technical services (ts) recommended troubleshooting the source of the magnet applications and inquired if the patient had undergone any procedures that day. The field representative noted they believe the patient had a transcatheter aortic valve replacement (tavr) procedure that day. Ts advised to reset the code. The s-ICD remains in service and no adverse patient effects were reported.